Manufacturer narrative:
Analysis was unable to confirm the customer comment that the external pulse generator (epg) had poor contact. However it was found that the milliampere current exceeded acceptable standard after booting up. The main board assembly was replaced. The device passed the functional test. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had poor contact. The epg was received into service. There was no patient involvement.